Event description:
Approximately 2.5 hours after tube feeding was hung, pump began to alarm. Tubing between pump and patient was empty. Inside of pump, tubing was found to be split into 2 pieces at drive wheel inside of pump set cartridge. Tubing changed and patient was not harmed.